Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient not feeling well presented in clinic. Upon interrogation, the right atrial lead exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition post operation.